Manufacturer narrative:
Follow-up #1: date of submission 03/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/10/2016 with the following findings: a review of the pump¿s black box and alarm history showed multiple consecutive cs054/cs052/cs012 alarms. During investigation, the pump powered up with auditory and vibration to a blank screen. Further testing was not able to be performed. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board (pcb). Investigation revealed that a slave processor failure had occurred. The complaint of a communication issue was not able to be adequately investigated due to the slave processor failure.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.